Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed target lesion was located in the moderately calcified and severely tortuous right coronary artery. A 12 x 2.5 unspecified balloon catheter was used for pre-dilatation. A 3.00x32mm promus element plus stent was advanced but failed to cross the lesion. The physician pulled and checked the stent and noticed that the edge of the stent was damaged. Dilatation was performed again with the 12 x 2.5 balloon catheter. The procedure was completed with another of the same promus element plus. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified no kinks or damage. A visual and microscopic examination of the crimped stent was performed. The balloon did not appear to have been subjected to any positive pressure and there was no issues noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed target lesion was located in the moderately calcified and severely tortuous right coronary artery. A 12 x 2.5 unspecified balloon catheter was used for pre-dilatation. A 3.00x32mm promus element¿ plus stent was advanced but failed to cross the lesion. The physician pulled and checked the stent and noticed that the edge of the stent was damaged. Dilatation was performed again with the 12 x 2.5 balloon catheter. The procedure was completed with another of the same promus element¿ plus. No patient complications were reported and the patient status was stable.